Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an external device to an implantable pump. It was reported that the he althcare provider (hcp), a nurse with the patient, stated that the patient's personal therapy manager (ptm) was getting stuck at 90% and wanted to know if there was a way to clear the data to speed up the 90% lag issue. The hcp stated at last refill they spoke to the manufacturer's technical services specialist (tss) and were able to clear data but their ptm was getting slower again and they were wondering what fix was. Tss confirmed with the technical services team that instructions from legal stated not to instruct the hcp how to clear data because a fix had not been rolled out yet. Tss relayed message that assistance could not be provided and apologized.